Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps "gave volumes during infusion that did not match the volumes that the pumps said they administered". A 500ml infusion ran for over one hour and there was still a lot left over in the bag. When the 500ml bag was infused, the pump indicated that the volume given was 700ml. The event occurred in the infusion center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.